Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/11/2024, it was reported by an arthrex subsidiary employee via sems-(B)(4) that an ar-6480 dualwave pumps outflow is sporadic especially when the shaver is activated, and the shaver does not react. The issue was discovered during the surgery where another device was swapped, and the case was completed with no adverse effects to the patient. On 9/18/2024 it was reported via email by an arthrex subsidiary employee that arthrex tubing was used with the pump for primary issue of cloudiness in the knee joint but working find in both shoulders and hips. An arthrex rep was present for the procedure and the pump settings for the event were 35mmhg. Additional unknown product line was added for the tubing.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.